Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a loss of therapeutic effect and causing her pain. It was noted that her neurostimulator was flipping over which had been occurring for a while but now occurred more frequently in the past few weeks. She had lost and gained weight over the years. She was told by her clinic that the company told them "that we cannot touch it, you have to call them". She was inquiring into other healthcare professionals for her device management. Further information was requested.